Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level and an undefined high bg level with diabetic ketoacidosis that resulted in emergency room visits and hospitalization, though no exact bg values were provided. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.